Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing noise. At the time of the shock, the patient was lying in bed. Data analysis was performed, and boston scientific technical services (ts) observed mechanical noise due to a change in impedance pathway between sense b and the header and had provided possible root causes. Troubleshooting steps were provided to the healthcare professional. Additionally, the patient was seen in-clinic, and they were unable to reproduce the noise in any vector. They performed auto optimization again and the device still suggested alternate vector. X-ray imaging was provided for review. Recently, this patient received two further inappropriate shocks while bike riding. The physician noted intermittent under-sensing during the episode. Ts was contacted again for potential reprogramming options to prevent further inappropriate therapy. The patient was recently brought into clinic for treadmill testing, where the device was reprogrammed. The testing results were also provided to ts for review. No additional adverse patient effects were reported. The s-ICD system remains implanted and in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing noise. At the time of the shock, the patient was lying in bed. Data analysis was performed, and boston scientific technical services observed mechanical noise due to a change in impedance pathway between sense b and the header and had provided possible root causes. Troubleshooting steps were provided to the healthcare professional. Additionally, the patient was seen in-clinic and they were unable to reproduce the noise in any vector. They performed auto optimization again and the device still suggested alternate vector. X-ray imaging was provided for review. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing noise. At the time of the shock, the patient was lying in bed. Data analysis was performed, and boston scientific technical services (ts) observed mechanical noise due to a change in impedance pathway between sense b and the header and had provided possible root causes. Troubleshooting steps were provided to the healthcare professional. Additionally, the patient was seen in-clinic, and they were unable to reproduce the noise in any vector. They performed auto optimization again and the device still suggested alternate vector. X-ray imaging was provided for review. Recently, this patient received two further inappropriate shocks while bike riding. The physician noted intermittent under-sensing during the episode. Ts was contacted again for potential reprogramming options to prevent further inappropriate therapy. No additional adverse patient effects were reported. The s-ICD system remains implanted and in-service.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing noise. At the time of the shock, the patient was lying in bed. Data analysis was performed, and boston scientific technical services observed mechanical noise due to a change in impedance pathway between sense b and the header and had provided possible root causes. Troubleshooting steps were provided to the healthcare professional. Additionally, the patient was seen in-clinic and they were unable to reproduce the noise in any vector. They performed auto optimization again and the device still suggested alternate vector. X-ray imaging was provided for review. No additional adverse patient effects were reported. This device and electrode remain in-service.